Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2010: the patient presented with pre-op diagnosis: thoracolumbar spondylosis. Procedure performed: 1. T11, t12, l1, l2, l3, l4, s1 iliac instrumentation. 2. Laminectomy and medial facetectomies l2, l3, l4, l5. 3. Placement of avologus and allograft bone chips with bone morphogenic protein. 4. Intraoperative fluoroscopy. 5. Somatosensory evoked potential and motor evoked potential and emg monitoring. Per-op notes: using a longous bone that we had attained form the laminectomies as well as some bone extender and some bmp, we placed this out into the lateral gutters at the l2, l3, l4, l5 levels as well as over the lamina at the t11, t12, l1 levels to help promote the fusion. Patient alleges unspecified injury due to the use of rhbmp-2